Event description:
Allegedly, patient revised due to pain. Per (B)(6) "radiolucency around stryker cup, metal on metal construct". Turns out that the 22mm head was in a dual mobility liner, neck came out after a few hits. Head came out in dual mobility liner. Stryker cup was cut out and replaced with a zimmer, 40mm long head and short straight neck were implanted. Components not revised: profemur raz stem sz 3 pyrd0003, lot 0901199079.